Event description:
It was reported that one patient suffered a mild infection during the time he was using the product (profore). It is unknown if there were delays or a back up available. The problem was solved using antibiotics and after one week the therapy was continued.